Event description:
It was reported that (3) devices were used during unknown procedure. It was reported by the affiliate that the ems instruments all jammed. Another instrument was used to complete the case. There was no consequence to the patient.